Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provide regarding a patient receiving gablofen (2000 mcg/ml at 527 mcg/day) via an implantable infusion pump. It was reported that the patient came in for a refill today and when the pump was interrogated a motor stall was noted to have occurred. The logs showed the stall occurred (B)(6) 2021 and the patient did not have the pump status checked post MRI. The caller reinterrogated the pump logs and the logs show a recovery the same date and time she interrogated the pump the first time today.